Event description:
Procedure: laparo rectum sex: unk. According to the reporter: the surgeon held the handle lightly, but clips came out without loading. Some clips fell into pt's cavity. Some clips could not be retrieved. Another device was obtained and the procedure was completed. Laparo rectum.